Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. D4: UDI and g4: 510k are unknown. No product information has been provided. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided, a review of device history records could not be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the cassette overflowed in the machine, but there was no alarm. It was noticed that the cassette was leaking. There was no reported patient involvement.